Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an unspecified procedure, the biosure screw broke while screwing in the right direction. A non-significant surgical delay reported, but it is unknown how the procedure was completed. No patient complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Smith and nephew has not received the device/relevant clinical documentation to perform a thorough medical investigation nor to determine a definitively root cause of the reported failure. It is unknown if any fragments of the broken screw were left inside of the patient. The biosure is implantable, so biocompatibility is not an issue. Although, we cannot rule the possibility local skin irritation, micro-motion/migration if fragments of the screw were retained. According to the report, a non-significant surgical delay reported, but it is unknown how the procedure was completed. Since no patient complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was not confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.